Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was unknown mg/dl. Customer stated that when sensor is connected to transmitter it does not blink. The customer notice that there is no cannula on sensor. The customer stated that it is the 3rd sensor from the same box with the same issue. The customer was advised that the sensor is malfunctioning and 2 sealed sensor will be sent to customer. The customer was advised that we will would delivered 3 replacement sensor.